Event description:
The customer reported that the outer packaging, which contained this sterile bur shredded while opening it for surgical use. The customer reported that the inner packaging remained intact and therefore, the product was considered sterile and used in surgery.

Manufacturer narrative:
Investigation findings: the outer packaging was received for evaluation and the reported problem was confirmed. The inner package and bur were not received. During further investigation of the packaging used to contain this bur, it was determined that the inner packaging would not maintain the sterility of the product within.